Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of occlusion and claudication, as listed in the supera, instructions for use, are known patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed chronic totally occluded, and heavily calcified de novo lesion in the femoral artery. Intervention for the total occlusion was performed on (B)(6) 2017. A subintimal crossing was required, after which a spiral dissection to the vessel was noted. A 5x150mm supera stent was deployed at nominal length. Post stent angiography demonstrated a patent superficial femoral artery, the lesion was well covered and all pedal pulses present. Two days post procedure the patient noted pain on the inner thigh of the left leg and pulses were thread (weak). A diagnostic angiogram was performed and no flow was noted. The stent demonstrated no fractures or kinks and was of nominal geometry. It appears the stent had lost flow due to poor inflow and possible occlusion proximal to stent. The occlusion was treated with balloon angioplasty and a supera stent. The patient will be having bypass surgery for the stent occlusion in the superficial femoral artery. No additional information was provided.